Event description:
The report received from the affiliate indicated that during a procedure for implantation of a carotid stent, the physician experienced difficulty capturing/withdrawing the 180 cm. 6 mm. Angioguard extra support embolic protection device into the capture sheath. Another device was opened and the capture sheath from this device was used to successfully capture the angioguard. There was no reported patient injury. The target lesion was the left carotid artery. Additional information has been requested.

Manufacturer narrative:
(B)(4) and cordis lot number 70612501. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10149785. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a procedure for implantation of a carotid stent, the physician experienced difficulty capturing/withdrawing the angioguard extra support embolic protection device into the capture sheath. Another device was opened and the capture sheath from this device was used to successfully capture the angioguard. There was no reported patient injury. The product was returned for inspection. One non-sterile angioguard was received in a plastic bag. The capture sheath and filter basket were received for analysis. The deployment sheath was not received for analysis. During visual analysis, it was observed that the capture sheath presented a ruptured condition on its distal section. The mating part was not received for analysis. In addition, the filter membrane was observed to be stripped back. The coil wire presented a bent at 3cm from tip end. The unit was sent for sem analysis for the ruptured and stripped back conditions of capture sheath and membrane respectively. Sem results showed evidence of elongated material on the surroundings of the capture sheath. Elongation is a common characteristic of samples which were stretched/ pulled until separation. Cutting was discarded as a failure cause since no mechanical surface damage was observed. In addition, the filter membrane was out of its original position, this condition was observed to originate from proximal to distal. In addition, the membrane was observed to be ruptured; the interaction of the membrane with an external object (which also moved it from its original position) could have caused this ruptured condition. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10149785. (B)(4). The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: ¿capture system- capture difficulty-unable to¿ could not be evaluated owing to the received conditions. Regarding the rupture condition of the capture sheath and out of position/ ruptured condition of the membrane, sem analysis findings state that the most likely cause of the observed conditions is a pulling/ stressing event. It was not possible to determine the how and when the bends occurred in the coil wire; however, they could be related to the shipping and/ or storage of the sample. The device did not present any obvious indications of manufacturing defect or anomalies that may have contributed to the event reported. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time. It appears that the filter basket may have caught on the stent during attempted retrieval or it was pulled into the capture sheath with too much force or too far. However, without films of the event and due to the condition of the returned device no conclusion can be drawn to the exact cause of the event. With the limited amount of information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event.